Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a crack on their insulin pump's screen. The customer's blood glucose was 205 mg/dl. The customer also reported the crack was located on the upper left hand corner of the insulin pump's screen. The customer stated the damage possibly occurred by them rolling over the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.